Event description:
End user reported that when she goes to stop her m41srb power chair it keeps going, causing her to run in her walls or jolting her into the bed. User stated that she has thrown her shoulder but has not sought medical attention.